Manufacturer narrative:
(B)(4). Mw5061358.

Event description:
It was reported that during a bariatric procedure; upon attempting to remove the optiview trocar, it broke with part of it remaining inside the patient. The team was able to find and remove the broken part of the trocar prior to closing. There were no patient consequences reported. Device is not available for return.